Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported leak could not be determined. Possible factors that may contribute to leaks include, but are not limited to, manufacturing, damage to the sidearm/inflation lumen, damage to the balloon or loose connections. In this case, a conclusive cause for the reported leak cannot be determined since the device was not returned for analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported during the procedural preparation of a 6x40mm armada 35 balloon dilatation catheter (bdc) that air bubbles were noted to be introduced into the syringe, when negative pressure was being applied. The syringe and stop cock were replaced and all connections were checked but the issue persisted. Therefore, the bdc was replaced with a new armada bdc and the procedure was completed. There was no patient involvement nor clinical delay. No additional information was provided.